Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device had triggered elective replacement indicator (eri). There was a concern weather therapy would be available for ninety days. Engineering analysis confirmed hat the device was depleting prematurely. There was sufficient therapy if the deice is replaced within ninety days. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device had triggered elective replacement indicator (eri). There was a concern weather therapy would be available for ninety days. Engineering analysis confirmed hat the device was depleting prematurely. There was sufficient therapy if the deice is replaced within ninety days. No adverse patient effects were reported. This device remains implanted.